Event description:
It was reported that the iab was successfully inserted via the left femoral artery. Approx 8 hrs later, blood was seen in the helium tubing. During removal of the iab, resistance was encountered and a surgical procedure was required to complete the removal. There were no add'l complications.